Event description:
Promus premier china registry. It was reported that acute non-st elevation myocardial infarction occurred. In (B)(6) 2019, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion 1 was located in the proximal left anterior descending artery (lad) with 99% stenosis and was 20 mm long with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of 3.50 mm x 24 mm promus premier stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Two days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2022, the patient was diagnosed with acute non-st elevation myocardial infarction and was hospitalized on the same day for further evaluation and treatment. Percutaneous coronary balloon angioplasty was performed, and other action was taken to treat the event. Five days later, the event was considered to be recovered/resolved and on the same day the subject was discharged on aspirin and ticagrelor.

Event description:
Promus premier china registry it was reported that acute non-st elevation myocardial infarction occurred. In (B)(6) 2019, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion 1 was located in the proximal left anterior descending artery (lad) with 99% stenosis and was 20 mm long with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of 3.50 mm x 24 mm promus premier stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Two days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2022, the patient was diagnosed with acute non-st elevation myocardial infarction and was hospitalized on the same day for further evaluation and treatment. Percutaneous coronary balloon angioplasty was performed, and other action was taken to treat the event. Five days later, the event was considered to be recovered/resolved and on the same day the subject was discharged on aspirin and ticagrelor. It was further reported that in (B)(6) 2022, 12 lead of ECG was not performed. The following day, the patient's cardiac enzymes were peak ck-mb 16.2iu/l (standard reference range- 24 iu/l), peak ck total 226.7 iu/l (standard reference range- 200 iu/l), and peak troponin 0 ng/ml (standard reference range- 0.012 ng/ml). The location of mi was non identifiable and it is unknown if the event was q wave or non q wave. Percutaneous balloon angioplasty non-target vessel revascularization (tvr) was performed to treat the event. The physician considers the device unlikely related to the event.